Manufacturer narrative:
(B)(4). Date of event: publication year of 2018. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Additional information was requested and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. No further information will be provided, because we can't get any additional information from the customer.

Event description:
Title: comparison of resection site of standardized laparoscopic hepatic tumor resection. Author/s: yoshihiro inoue, masatsugu ishii, yusuke tsuchimoto, shinsuke masubuchi, masashi yamamoto, akira asai, shinya fukunishi, fumitoshi hirokawa, kazuhide higuchi, kazuhisa uchiyama. Citation: videosurgery miniinv 2018; 13 (3): 333¿341. Doi: https://doi.org/10.5114/wiitm.2018.75866. The objective of this study was to report the standardized surgical techniques and outcomes in a series of patients undergoing laparoscopic hepatic resection (lhr) in osaka medical college hospital and analyze the surgical outcomes, particularly with regards to the site of resection. There were 238 patients who underwent laparoscopic partial hepatic resection for liver tumors between february 17, 2010 and february 27, 2017. A total of 218 patients (134 males, 84 females) completed laparoscopic surgery and 20 patients had conversion to open procedure. The age range in years was 25- 83 years. There were 152 right lobe resections (138 completed laparoscopic surgery) and 83 left lobe resections (78 completed laparoscopic surgery). The lateral hepatic attachment and the triangular ligament were resected using a harmonic scalpel (from 2009 to 2013) (ultracision; ethicon endosurgery, tokyo, japan) or the surgical tissue management system after the round and falciform ligaments were dissected. The surgical outcomes for right lobe resections were blood loss of 80 ml (0-950) and complications listed as clavien-dindo classification > iiia in 13 patients, organ/space surgical site infections in 6 patients, and 1 hospital mortality. The surgical outcomes for left lobe resections were blood loss of 19 ml (0-850) and complications listed as clavien-dindo classification > iiia in 4 patients and organ/space surgical site infections in 3 patients. Six patients (right lobe resection) and 5 patients (left lobe resection underwent blood transfusion. Intraoperative blood loss was associated with a conversion from laparoscopic to open hepatic resection. In conclusion, the authors reported that during standardized lhr, a better field of vision with the greater ease can be established during resection of the left hepatic lobe compared to that of the right hepatic lobe. Nonetheless, lhr of the right lobe can be performed safely using various surgical instruments and techniques.